Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID (B)(6)) was implanted due to unknown reason via ventriculo-peritoneal shunt 3 years ago with unknown setting. The patient presented with headache and the valve pressure could not be changed. An x-ray showed that the inside of the device was broken, therefore, the valve was explanted and replaced. According to information provided, it is unknown if the patient had a fall or a head/trauma injury.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823101) was returned for evaluation. Device history record (DHR) - the product code 82-3101 with lot cmccnl, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, and the stator and the cam were dislodged. The valve could not be program, flush and leak tested as the cam was dislodged. The pressure test could not be performed as the was not program. The valve was dismantled and was examined under microscope at appropriate magnification: a mark from the pivot was noted on the casing. Root cause analysis - the root cause for the valve not program issue is due to the dislodged stator and cam. The root cause for the dislodged stator noted during the investigation is due to the valve receiving a hard knock. The root cause for the bump marks in the valve casing noted during the investigation is due to the valve receiving a hard knock.